Manufacturer narrative:
The lift is 3 years old, and the dealer stated that it appeared to him that friction caused the caster and the base to be stripped over a period of time. The dealer purchased a replacement lift base. The product was not returned for evaluation. Since the manufacture of this device, updates to the caster assembly design specifications and incoming inspections have been implemented. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual indicates that on a monthly basis the casters and axle bolts should be inspected for tightness. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that one of the rear casters came out of the base while the facility was moving the lift. The lift was not being used to transport a patient at the time of the incident. The dealer stated the caster as well as the base of the lift where the caster is inserted were stripped.